Manufacturer narrative:
Philips service monitored the site, observed no further alerts, and closed the case. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an error fluostr-imageds was reported on a allura xper fd20/10. The clinical use of the system was in use. There was no reported patient or user harm.